Manufacturer narrative:
Reporting healthcare professional has refused to be contacted for follow up, therefore additional event, product, and/or patient details are not attainable. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a unknown side rupture. Device status unknown.